Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: two hours after starting the operation, found 2 mm rubber material and it was retrieved. The trocars were visually examined, but could not find any breakage. Operating time not extended, and there was no tissue damage. The trocar was discarded in the hospital. The rubber material was returned to us. No patient injury was reported.

Manufacturer narrative:
(B) (4)